Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For lot: 5944938 a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. For lot: 6401477 a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with a (left) 225cc mentor memorygel breast implant catalog: 3502251bc lot: 5944938 sn: (B)(4) and a (right) 275cc mentor memorygel breast implant catalog: 3502751bc lot: 6401477 sn: (B)(4), suffered breast capsular contracture on an unspecified breast, post-procedure. It is still unknown which side the capsular contracture is happening and multiple follow-ups have been performed without receiving any response. A supplemental report will be submitted when clarifying information becomes available. Both the left and right breast implant information will be provided for now. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
For lot: 5944938: a manufacturing record evaluation was performed for the finished device 5944938 number, and no non-conformances were identified. Manufacturing date: oct/15/2009, expiration date: oct/14/2014. For lot: 6401477: a manufacturing record evaluation was performed for the finished device 6401477 number, and no non-conformances were identified. Manufacturing date: aug/11/2010, expiration date: aug/31/201. Manufacturer¿s reference number: (B)(4).